Manufacturer narrative:
(B)(4). Due to the bleeding, did the patient receive any blood or blood products? How much blood was lost due to the bleeding? The patient was fine post op, the broken jaw piece was located using x-ray and retrieved successfully. There was no adverse event. The device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. Due to the condition of the device we are unable to investigate further the hemostasis controllable issues. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: due to the bleeding, did the patient receive any blood or blood products? How much blood was lost due to the bleeding?

Event description:
It was reported that during a laparoscopic bilateral salpingo-oophorectomy procedure, superior jaw of the device broke when activating the jaw to dissect the left ovary pedicle. Jaw was found on the upper left quadrant of the abdomen. Prior to the jaw breaking the surgeon noticed that the jaw handle was sticking. Surgeon was able to retrieve the broken jaw from the patient. There was additional bleeding to the patient. The procedure was delayed by 45 minutes to one hour. A different device was used to complete the procedure. There was no adverse event to the patient.